Event description:
Procedure type: ectopic laparoscopy. According to the reporter: during the procedure, a piece of the distal end of the cannula broke off into the cavity. The piece was searched for but not found, x-rays were taken. At this time the surgeon decided to convert to an open procedure. The component was not found, consequently the piece was left inside the pt. The procedure was extended over 45 minutes. Pt is in recovery.

Manufacturer narrative:
(B) (4)